Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that approximately two months and two weeks post gastrostomy tube placement, the gastrostomy tube was allegedly damaged. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a lot history review, device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one tri-funnel replacement gastrostomy tube 20f was returned for evaluation. Functional, gross visual and microscopic visual were performed. The investigation is confirmed for the reported feeding tube damage issue, as a rupture was noted that started approximately 1.6 cm from the distal end of the device and the balloon was inflated with approximately 10ml of water and immediately leaked from the rupture. A definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately two months and two weeks post gastrostomy tube placement, the gastrostomy tube was allegedly damaged. There was no reported patient injury.